Event description:
It was reported that during a gastric bypass, the device only cut, it did not fire staples. Additional sutures and a new device were used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Evaluation summary: the analysis results found that instrument a and b were returned in good visual condition and with no cartridges present. The instruments were tested for functionality with test cartridges and they fired, cut and formed all the staples as intended. The instruments fired without any difficulties and the staples were noted to have the proper b-formed shape.